Event description:
On september 14, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient reported blood glucose results of "164 mg/dl, 346 mg/dl, and 138 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. She ate food and/or drank a beverage following the use of the meter. She did seek any medical attention; however, she took insulin. The patient reported feeling sweaty after administering insulin. The customer care advocate (cca) verified that the unit of measurement and calibration code were set correctly. The patient was correctly cleaning the puncture area and using the correct testing technique. The test strips were in good condition, within expiration date, stored properly, and not opened longer than the discard date. The cca walked the patient through two consecutive control solution tests and the results fell within specifications. The meter, test strips, and control solution were replaced. It would have been helpful to know how long she had been obtaining erratic readings, testing frequency, her medication regimen, other health conditions, and if she sought any medical attention during the time of concern. Although the control solution test was within specifications, this complaint is being reported as the patient obtained erratic results, administered insulin after eating, and later had symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.